Event description:
It was reported the pt had his inflatable penile prosthesis replaced due to a mechanical malfunction. Upon physical examination, it was found the cylinders did not have "adequate axial stiffness" necessary to maintain a functional penile erection.

Manufacturer narrative:
Catalog# 72400152, serial #(B)(4). Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.